Event description:
It was reported the device won't stay on long enough when battery is disconnected, so hold-up capacitor seems "tired". The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm customer comment on pacing continuation; device passed battery removal testing. It is noted there is evidence of non medtronic person disassembling and reassembling. Analysis found that none of the control knobs adjust; encoder flex was not connected. Upper and lower case halves are broken. Main seal found damaged, was under the lead flex cover. One pcb (printed circuit board) flex is creased. Battery contacts are compressed. Battery drawer is broken. Lcd (liquid crystal display) screw is missing. Keyboard flexes are damaged and window is scratched. Heart lead flex is contaminated. Main pcb found out of electrical specification; both the pace and sense lights were flashing when the rate was turned above 125 ppm (pulses per minute). Rtv (room temperature vulcanizing) found removed from lcd connectors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.